Event description:
It was reported that the patient experienced lightheadedness and palpitations. It was observed that the right ventricular (rv) lead had poor sensing in bipolar and unipolar with frequent undersensing. Extensive noise was noted on the electrogram. Low impedance was measured. There was no capture even at maximum output, but the lead was capturing the atrium identically to atrial pacing. During the rv lead revision, it was found that the lead had tight slack and was lodged on the tricuspid annulus, but the lead was sliding inside the tie down sleeves and appeared dislodged. It was also found that the right atrial (ra) lead dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically fractured due to over-rotation. Analysis was performed and no anomalies were found. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Since (B)(4) 2015 rv capture management threshold measurements have been unstable and ranging from 0.375 volts to > 2.5 volts. Ventricular capture management has not been able to run consistently. Concomitant products: 407645 lead, implanted: (B)(6) 2007, product ID: 407645, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015. (B)(4).